Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2014, with no revision surgery reported. There was no other patient/medical information provided. No x-rays or images were provided. There is no other information available.

Manufacturer narrative:
Pending investigation. There is no other information provided.

Manufacturer narrative:
D4: added catalog number, expiration date, serial number, and UDI d10: (B)(6) 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t. (B)(6) 02-012-35-2509 - logic tibia ps mod insrt sz 2.5 9mm. (B)(6) 204-34-12 - fluted stem extension 120l x 14 mm. (B)(6) 02-010-01-0225 - logic femoral ps cem left sz 2.5. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 208-09-05 - cc stem ext adaptor 5 degree. (B)(6) 200-02-32 - three peg patella 32mm. (B)(6) 02-012-45-2515 - lgc tibial fit tray cem sz 2.5f / 1.5t. (B)(6) 204-30-12 - stem extension 120l x10 mm. (B)(6) 208-01-02 - cc femoral sz 2. (B)(6) 204-34-02 - fluted stem extension 25l x 14 mm. (B)(6) 204-70-00 - tibial stem ext. Screw. G3: added 510k number. H4: added device manufacture date. H6: corrected health effect - clinical code, health effect - impact code, component code, type of investigation, investigation findings, and investigation conclusions. Manufacturer narrative updated: the reason for the reported event cannot be confirmed from the information provided but may be due to prosthesis wear and/or inclusion of the polyethylene in the packaging recall. Potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no images, radiographs, or relevant clinical information was provided.